Event description:
A ventilator was returned to the manufacturer for evaluation. There was no harm or injury reported. There was no evidence the device was in patient use. During the evaluation the device failed a test step indicating the ventilator's remote alarm failed. The device's interface board was replaced to address the issue. Additionally, a service required alarm indicating a short occurred on the power management board was noted. The device's power management board was replaced to address the issue. The device's internal battery would continue to charge. This would not affect therapy delivery. The device's rubber feet and power cord clamp were missing and replaced. The device's rear and base enclosure, active exhalation control module and battery/capacitor were damaged and replaced. The device was tested and passed all final testing.